Manufacturer narrative:
The device was not returned to edwards for evaluation as it was reported by hospital to have been discarded. A paravalvular leak is described as a leak outside the valve, not going through the leaflets, and represents regurgitant flow between the sewing ring and the aortic wall. If hemodynamically significant, this will require replacement of the heart valve. There are several contributing factors to a paravalvular leak, including but not limited to, insufficient debridement of calcified tissue, surgical technique, and patient factors (fragile tissue). In this case, there is insufficient information to conclusively determine the root cause for the reported paravalvular leak. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned that a 27mm mitral pericardial valve was explanted same day as implant due to paravalvular leak. As reported, this patient received a prosthesis and an aortocoronary bypass. There was a residual pvl that was reviewed in the afternoon. While removing the prosthesis in order to repair the leak the surgeon damaged the cloth covering the ring, therefore he decided to replace the valve with a new one. The issue was not valve related. Another valve of same model and size was implanted in replacement. The explanted valve is not available for return and evaluation because it was discarded at the hospital. There were no reported adverse consequences for the patient.